Event description:
The patient reported that their device died and they lost stimulation. The patient stated that they have an eos (end of service) error message. The patient mentioned that they were told their implantable neurostimulator (ins) battery would last 3-5 years. The patient was to follow up with their healthcare provider. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.